Event description:
It was reported that a malfunction with code malf 9 occurred. Customer¿s blood glucose (bg) level was 544 mg/dl. Customer had not addressed high bg at time of trouble shooting, but reported they were going to load new pump supplies and resume insulin therapy and has manual insulin injection available if needed. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.